Manufacturer narrative:
Added regulatory agency ref. Number: 5201770000-2019-8029; e.4, d.11. G.4 additional patient information: diagnosis: parkinson's disease, seizures and respiratory failure; patient's ethnicity:not hispanic/latino.

Event description:
It was reported that at 11:35 a.m. An infusion of dexmedetomidine 400mcg/100ml was programmed at a rate of 1.4mcg/kg/hour (23.1ml) to infuse over 4 hours on an adult patient. At 11:50 a.m. The entire dose had administered that resulted in air in the line and the nurse having to manipulate the tubing set in order to remove the air. The rn noted that the device indicated that there was 87ml vtbi, however, the bottle was completely empty. The patient was mechanically ventilated prior to the event, however, the patient experienced a decrease in heart rate and respiratory rate. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nicu rn hung a new bottle of precedex for the patient. Approximately 15 minutes later I heard the IV pump beeping. Upon assessment of the IV pump I noticed that the bottle of precedex was empty. After verifying that all setting were appropriate and correct I notified the nicu nurse educator. The pump was sent to biomedical engineering where the device was inspected. A free flow or rapid flow event was not was able to be reproduced by our internal biomedical staff. Please see inspection logs, attached a bd complaint was filed and the manufacturer responded by arranging an inspection to arrive at the hospital. Investigation by medication safety officer rn reports interoperability was used to program pump and tubing sent to biomedical engineering for investigation. Discussed infusion with rns caring for patent during infusion. Nothing unusual with infusion. Trouble with air in line but not described as unusual module & pc (brain) of pump had been used for prior to event without issue. Tubing was not replaced with this administration. Infusion details reviewed through carefusion knowledge portal." An incomplete date of event of xx-mar-2019 was provided.

Manufacturer narrative:
Additional comments from concomitant medical products: 100 ml hospira, lot: 90235dd, exp: 1 june 2020, dexmedetomidine hcl with 0.9% sodium chloride injection. Additional patient information: diagnosis: parkinson's disease, seizures and respiratory failure. The customer¿s experience of an overinfusion of dexmedetomidine was neither confirmed nor replicated. No anomalies were identified during inspection. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model: 2420-0007) and there were no leaks observed from the set. The starting/ending volume of the fluid container cannot be determined through device logs.

Event description:
It was reported that at 11:35 a.m. An infusion of dexmedetomidine 400mcg/100ml was programmed at a rate of 1.4mcg/kg/hour (23.1ml) to infuse over 4 hours on an adult patient. At 11:50 a.m. The entire dose had administered that resulted in air in the line and the nurse having to manipulate the tubing set in order to remove the air. The rn noted that the device indicated that there was 87ml vtbi, however, the bottle was completely empty. The patient was mechanically ventilated prior to the event, however, the patient experienced a decrease in heart rate and respiratory rate. There was no report of lasting harm.